Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that malfunction alarms occurred. Customer reset the pump to clear the alarm. Additionally, it was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection. Customer changed supplies to address the occlusion.